Event description:
It was reported the patient lost therapy after an unrelated ablation procedure wherein the ipg was not set to surgery mode prior to the procedure. As a result, the ipg could no longer communicate with external devices. A manufacturer representative interrogated the ipg and was able to recover the device.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.